Event description:
The clinician reports the implant was inserted (B)(6) 2012 in the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2017, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding and fistula. No further patient complications were reported.